Event description:
Pt sustained a punctured lung with pneumothorax during placement of central line. Pt had been admitted to hospital in severe distress with bilateral pneumonia. Central line placement (r) subclavian - led to pneumo and tension pneumothorax. Continued to deteriorate despite aggressive rx. Eventually developed multi-system organ failure.